Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer power cord door tabs were broken, five hinge plat screws were missing that made the screen difficult to open or close, the media bay door was broken, the keyboard hinge was broken. Analysis also indicated that the programmer had extensive internal corrosion. The programmer will be scrapped.

Event description:
It was reported that the programmer power cord door tabs were broken, the swivel arm that holds the screen was cracked and had exposed wiring and was difficult to position, the side compartment door would not close, the keyboard hinge was broken, and the case was scratched. The programmer was returned to service. No patient complications have been reported as a result of this event.